Event description:
The customer reported that the left monitor displayed an error and was intermittently not working, thus an intermittent loss of the live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video adapter and video connection were reseated. The system was tested and found to be working as intended and put back into service.